Event description:
It was reported that the pt experienced a loss of therapeutic effect. There was no known accident or incident related to this event. High impedances were also reported. Several electrode combinations showed impedances >2,000 ohms. Reprogramming was conducted to address the high impedances; this resolved the loss of therapeutic effect for a brief time, but the problem returned. The pt was going to see a neurosurgeon for further assessment. Add'l info has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).